Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that their previous implant fell out of their spine and that was why they had it replaced.

Event description:
Additional information was received; it was reported that that in 2024 while walking the patient had a sharp pain in their lower back and their legs buckled out from under them from the pain. The patient had x-rays and a CT scan which showed the leads had come out of their spine. All the anchors that held them were brittle and caused them to come out after 16 years. A new ins was put in on (B)(6) 2024. Patient noted the ins fell out after 16 years and it was normal wear and tear and should have been replaced years ago.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2024 product type lead. Product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.